Event description:
It was reported that the patient was asymptomatic. It was noted that the pacemaker could not be interrogated. The last transmission was noted as (B)(6) 2021. There was no magnet response. The device was operating in elective replacement indicator (eri) mode per a subsequent transmission (B)(6) 2021. Premature battery depletion was suspected. The device is subject to assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The device was explanted and replaced. There were no reported patient consequences.

Manufacturer narrative:
The reported events of inability to interrogate, and premature battery depletion were confirmed. As received, the device telemetry communication was not available. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found at end-of service level. Hybrid circuitry was tested, and the results indicated elevated current drain, consistent with moisture damage, depleting the battery prematurely. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.